Manufacturer narrative:
The investigation for the reported console (aic) battery charging issues has been completed. Data logs confirmed the reported complaint of an unexpected shutdown. However, there was no evidence of a preceding controller alarm. Immediately preceding the unexpected shutdown, the following event occurred: ¿systemidle: process io-graphics 339995 died abnormally¿. Previous investigations of related unexpected shutdown issues indicate that a crash of the io-graphics process within the console's underlying qnx operating system caused the unexpected shutdown of the console. The device was returned for evaluation. No apparent issues were identified. The reported complaint could not be reproduced. Corrections to the initial MFR report:f6/f8 should have been left blank.

Event description:
A japan user facility reported a 58-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was that that the automated impella controller (aic) had a controller error alarm, and the screen went dark. A reboot was required. The aic was replaced for patient¿s safety. There was no patient harm.

Manufacturer narrative:
The automated impella controller was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.